Event description:
The customer stated that she opened a new carton of test strips and found the cap open on the bottle. No adverse events were alleged. The test strips were returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 58mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.